Manufacturer narrative:
Per the tandem user guide, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was "low", and the meter bg reading was over 600 mg/dl. Reportedly, the customer performed calibrations when there was no bg value displayed on the cgm home screen. A replacement sensor was sent to the customer. The customer went to the emergency room with a bg of 628 mg/dl and tested positive for ketones. The customer remained there for 6 hours. Customer was given an insulin and sodium IV drip. The customer left the ER with a bg of 200 mg/dl and reported feeling well. No additional patient or event information was available.